Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380

Event description:
It was reported that patient experiencing a kinked cannula event on (B)(6) 2026 which disrupted insulin delivery and resulted in hyperglycemia. The elevated blood glucose was successfully managed by the patient through correction injection via multiple daily injections.